Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced elevated continuous glucose monitor readings for several hours after a supply change while using an infusion set and declined troubleshooting due to being at work; she planned to correct with a humalog pen while disconnected from the pump, and no specific device component malfunction was identified. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the customer and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.